Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect and clean various components of the pump but was ultimately unable to successfully load the cartridge. The customer declined further troubleshooting and indicated she would call back if additional assistance was needed, leading technical support to close the case.